Event description:
The reporter indicated that 13.2mm vicm513.2 implantable collamer lens of a -7.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. A lens exchange is planned due to over correction.

Manufacturer narrative:
A4-a6:unk . H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
B5 - refractive surprise was noted. Lens was explanted and replaced on (B)(6) 2024.with a different power lens and problem was resolved. Reportedly, "excellent healing and vault. Her mr is -0.25+0.25x052 for 20/20. She feels she is not seeing as well with that eye as before surgery. Interesting, as she has much smaller refraction." Cause is reported as patient-related factor, device did not fail to perform. "Over corrected, likely due to mr fluctuation at initial visit." Claim# (B)(4).